Manufacturer narrative:
72400024, 1000159970, balloon fgs 61-70 cm. 72404127, 1000166221, control pump fgs iz.

Event description:
It was reported that patient went into retention and suffered from erosion and atrophy. Everything with the artificial urinary sphincter (aus) device was fine until he went golfing one day and thinks the movement of the muscles did something. Additional information was received. The device did not malfunctioned, the tissue eroded. It was verified during a cystoscopy of the cases that there was erosion and atrophy of the tissue around the bulbous urethra where the cuff was placed. They are waiting for the tissue to heal and plan to get another aus in a few months. No adverse patient effects.